Manufacturer narrative:
Full address is (B)(6).

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump was alleged to not last as long on battery during use. The complaint states that the pump would only have power about half as long as it usually did. There were no reported adverse events.